Event description:
The patient reported that they had a root canal recently, and as a result it caused a rsd flare up 2 weeks ago. The patient had pain in their legs, mainly on the left that wasn't being covered as well as pain in the face. The ins was indicated for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.